Event description:
Litigation papers allege patient suffered symptoms and damage to his body including but not limited to constant and severe pain in his left thigh, groin, and hip areas, debilitating limitation of motion, sensation of weakness in his hip that it will give out on him, inability to perform normal daily living tasks, popping and clicking sensation when going to and from a sitting position, metallosis damaging the bone and tissue surrounding the implant, other infection and inflammation of surrounding bone and tissue, a lack of mobility, and chromium and cobalt metal toxicity. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain, metallosis and osteolysis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.